Manufacturer narrative:
Insulin pump received with blank display and constant tone alarm due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and verify unexpected restart alarm, scrolling numbers display anomaly, button keypad anomaly due to blank display. Insulin pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was exposed to moisture. Device was counting up and was starting over and over. Customer's blood glucose was unknown. Customer jumped into the pool with the device on. Device alarmed unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.